Event description:
It was reported that during a da vinci si single vessel arrested heart revascularization procedure, the clips that were being used with the small clip applier instrument were not staying closed. Before calling isi for technical support, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
An investigation performed by an isi representative, found that the site was using clips that are not compatible with the small clip applier instrument. Since this event, the site has been retrained on the proper clips to use and as of (B)(4) 2011, there has not been a reoccurrence of this issue at this site.